Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was missing the blue winged luer cap. This was observed before use. There was no patient involvement. No additional information is available.